Manufacturer narrative:
This is an initial report. A follow-up report will be submitted when the final evaluation is completed. Complaint suggestive of reportable malfunction/incident. Will investigate further.

Event description:
(B)(4). This device case, reported by a consumer who contacted the company with a product inquiry and also reported a product complaint and adverse event, concerns a male patient of unknown age an ethnicity. The patient began using an unspecified drug via a reusable humapen memoir device; indication for use not provided. On an unspecified date, the patient believed that the humapen memoir might not be giving the right dose. Further described, he dialed 14 units and it showed 10 on the device. Also, he later tried dialing 18 units but the device showed 28. This humapen memoir device was associated with (B)(4) / lot number 8063-29. The patient operated the humapen memoir. It was unknown if he was a trained user. The general device duration of use and suspect device duration of use was not provided. The suspect device is en route to the manufacturing site.

Event description:
(B)(4). This device case, reported by a consumer who contacted the company with a product inquiry and also reported a product complaint (pc) and adverse event, concerns a male patient of unknown age an ethnicity. The patient began using an unspecified drug via a reusable humapen memoir device; indication for use not provided. On an unspecified date, the patient believed that the humapen memoir might not be giving the right dose. Further described, he dialed 14 units and it showed 10 on the device. Also, he later tried dialing 18 units but the device showed 28. This humapen memoir device was associated with product complaint (B)(4) / lot number 8063-29. The patient operated the humapen memoir. It was unknown if he was a trained user. The general device duration of use and suspect device duration of use was not provided. The suspect device was noted to be en route to the manufacturing site; however never received. Update 31may2018: additional information received on 31may2018 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch/european and (B)(6) (EU/(B)(6)) device information, and device return status to not returned to manufacturer for (B)(4) associated with lot 8063-29 of a humapen memoir pen. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
Narrative field: new, updated and corrected information is referenced within the update statements in describe event or problem. Please refer to update statement dated 31may2018 in the describe event or problem. Field. No further follow-up is planned. Evaluation summary: the male patient reported that his humapen memoir device might not be giving the right dose. He reported he dialed 14 units and it showed 10 on the device. Later he dialed 18 units, but the device showed 28. The device was not returned to the manufacturer for investigation (batch number unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. The complaint narrative suggests additional and/or stuck segments in the dose numbers of the display. If the additional and/or stuck segments occurred in the dose numbers, this reportable malfunction may result in an inaccurate dose of insulin. The reported batch number, 8063-29, is not a valid batch number; therefore, a batch review could not be conducted. However, potential root causes for additional or stuck segments include a short circuit fault of the electrical signal or damage of the lcd display. These are well-understood issues and are mitigated through a comprehensive control strategy, including a 100% automated inspection of the lcd display by a vision system. The user manual instructs that if the dose in the display appears to be different than the amount dialed, do not use pen. It further instructs that if the display is not working correctly to contact lilly or your healthcare professional. There is no evidence of improper use.